Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tape not sticking event on 19-apr-2024, after 1 hour and needed to be replaced. No further information available.